Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed; the up arrow and ok keypad button symbols were worn. During testing, the up arrow and down arrow keys were intermittently unresponsive; the contrast and ok buttons responded appropriately. There was evidence of contamination found under all key contacts; none of the keys had normal spring back or click.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012, stating that the up and down arrow keypad buttons had been sticking for a month. It was reported that the up arrow and ok button symbols were worn off. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump exterior to garment and used a q tip to clean the pump. It was reported that a skin was on the pump. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.